Event description:
During a percutaneous mandibular osteotomy, it is alleged that a "black substance, that looked like oil", was seen oozing from the device." When the sterile drape was removed, two white spots, about 1cm in size, were noted on both sides of the pt's cheeks. They believe that the burn was due to the "black substance/oil" coming from the device. The burn was treated with ice. There is no other info from user facility regarding the condition or severity of the burn.